Event description:
MFR is not fixing the problem. Three pts have to return for repeat right heart exam because system was giving inaccurate numbers. Physicians cannot diagnose pulmonary hypertension because of the inaccuracy. System giving differences in pressure from twenty to sixty millimeters. Asked tube recalibrated but when recalibrated it goes off again. Software problem but MFR doesn't know when it will be fixed.